Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Visual analysis of the returned device identified: crease fold and opening crack. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify an observed opening crack in the diaphragm valve. Based on the device analysis the final assessment is: a crack opening on diaphragm valve assessed as cracked valve seat diaphragm valve.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.